Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned guide wire confirmed that the tip was separated 28.3 cm distal to the proximal end of the polymer. The polymer was stretched at the separation, suggesting force was applied. The separated portion was not returned. There was no other damage noted to the guide wire. A laser micrometer was used to measure the outer diameter of the guide wire, which met the manufacturing criteria. A separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the core to separate. A wire being over pulled or over torqued would require the tip to be trapped. Based on the reported information, it appears that while attempting to cross the heavily calcified lesion, the tip become lodged within the lesion, and upon removal, the tip separated. The scanning electron microscopy analysis suggests that the core separation may be attributed to a ductile overload. The detached coil exhibited a profile suggesting a mechanically cut end. As a result of the separation, a non-abbott device was used to embed the tip into the vessel wall. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported that the lesion site was heavily calcified, which likely contributed to the difficulties crossing. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this complaint and there have been no similar incidents reported for this lot. The lot release testing results were reviewed and all samples met all manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported failure to cross, difficulty removing and core separation appear to be related to case circumstances and there is no indication of a product quality deficiency. This type of reported event will continue to be monitored. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a heavily calcified distal superficial femoral artery procedure the tip of the guide wire met resistance while advancing and was noted to be caught in the calcification. Upon attempted removal, the tip of the guide wire snapped off. A non-abbott device was used to embed the guide wire tip into the vessel wall. There was no adverse patient sequela. Although requested, there was no additional information provided.